Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Customer stated they began experiencing gum inflammation, bleeding, and significant tooth sensitivity during active treatment with byte aligners. Contraindicated.